Event description:
Boston scientific received information that during the routine device replacement procedure, the pacemaker setscrews were loosened properly. However, when the right atrial (ra) and right ventricular (rv) leads were pulled, the conductor coils within the lead became stretched and the leads could not be removed from the device header. The chronic leads were cut and abandoned and new non-boston scientific leads were implanted with the new device. No adverse patient effects were reported.

Manufacturer narrative:
The explanted pacemaker and lead segments were returned and are undergoing detailed analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the terminal pin lead segment of 84 mm in length was evaluated. The conductor coils were stretched 17-58 mm from the terminal pin and the terminal pin was separated from the anode coil. The insulation was cracked at 38-84 mm from the terminal pin. No testing was performed. Laboratory analysis confirmed the conductor coils became stretched during the attempt to remove the lead from the device header.